Event description:
It was reported the patients lead displays high impedance resulting in ineffective stimulation. Troubleshooting was unable to resolve the issue. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information. Date of event is estimated.

Manufacturer narrative:
The report event of low impedance was not confirmed. The returned lead passed isolation testing. The cause of the reported event remains unknown.

Event description:
Additional information was received indicating surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.